Manufacturer narrative:
The second sample was tested on (B)(4) 2011 and is separate MDR report was filled. Mdr2050012-2011-01859.to:the first sample was tested on (B)(4) 2011 and a separate MDR report was filled. Mdr2050012-2011-01859.

Manufacturer narrative:
The samples were blood. Controls were run before and after this incident and the results were within established ranges. Service was not requested. Although this appears to be a sample interference issue, a clear root cause has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two erroneous low vancomycin (vanc) results for one patient generated by the unicel dxc 800 pro synchron chemistry analyzer units. The result was reported out of the laboratory. The physician questioned the results as the second sample result did not correlate with the dosage provided the sample was repeated on an alternate method and higher corrected results were obtained and amended. Patient treatment was not impacted by this event since the physician questioned the result.